Event description:
Caller indicated the relion confirm meter was giving high readings. Cust was getting high readings all day around 400 - 500 and taking insulin, she was feeling weak and having a hard time walking she got a reading around 400 on her confirm meter and went to the hospital, they took her bg reading on their meter and got reading of 87, had her drink some juice and she was sent home. When she returned home she again got a reading around 400 on the confirm meter. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.